Event description:
Admitted with chest discomfort and power alarms due to power spikes. Suspected clotting and positive for hemolysis. Device explanted and sent to thoratec for review. No results as of (B)(6) 2013.